Event description:
It was reported that the ilet sleep/wake button was intermittently unresponsive, requiring an additional press to wake the device, and best practices for waking the device and keeping fingers clean were reviewed. Symptoms included no adverse clinical effects. Outcomes included no alarms and no need for replacement. Investigation included telephone-based troubleshooting and user education. Investigation of this case revealed that the device was functioning during the call and that the intermittent behavior resolved with proper button actuation technique and clean contact, consistent with user interface sensitivity without component failure. It was concluded, based on previously established findings for similar reports, that the cause was user interaction-related and not a device malfunction.